Manufacturer narrative:
Pt date of birth and weight: unk. Implant and explant dates: na. Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.

Event description:
The reporter stated a cq2015a collamer three piece lens, +14.5 diopter, was noted to be torn while the lens was being loaded. There was no patient contact and the backup lens was used. The reporter was unable to provide any additional information.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found a piece of lens optic and one haptic torn off and missing. The lens was returned in liquid. (B)(4).